Manufacturer narrative:
The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The driveline cable velour is designed to promote post-operative tissue growth and closure of the exit site. The instructions for use indicate that users should not use the device if it is noted to be damaged. A report was received that while a patient was undergoing pump exchange for suspected thrombus, the newly implanted pump was noted to have driveline velour that was irregular and had notches in it. The site reported that they were able to see the stitching on the backside of it. The physician opted to continue with the implant of this device with no reported patient consequence. This would not be likely to cause or contribute to death or serious injury. The purpose of the velour is to promote tissue growth and closure of the exit site. Although unlikely, it is possible that damage to the velour may result in localized exit site irrigation or delay healing without serious injury, therefore this is not a reportable event, as this event condition will not require medical intervention to prevent a serious injury. No additional information will be forthcoming.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "velour damage" could not be confirmed since the device was not returned and there is no evidence of functional anomalies as the implant occurred without issues. The manufacturing process involves inspection of the velour for loose fibers; based on the comparison between the manufacturing process and the pictures provided by the site, there is no evidence of any visual abnormalities that may have contributed to the event. Based on the available information, it is likely that the appearance of the velour was interpreted as a cosmetic defect. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient underwent a lvad-lvad exchange due to a suspected pump thrombus. During implantation, it was noted that the velour was irregular with some notches in it. They were able to see the stitching on the backside of it. It was implanted without incident. Investigation is ongoing.